Manufacturer narrative:
D4 unique identifier (UDI) for cuff: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence, the balloon was losing tensile strength, and the patient was leaking more gradually over time. The aus was explanted and replaced. There is no additional information reported.